Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the issue was noticed (B)(6) 2024 . The procedure was successfully completed. The near end of the scaffold was poorly walled. A microconduit was massaged. The walling was further improved. Some scaffolding was still poorly walled. The guided wire was then channeled to the capsule inside the tight net scaffor. The capsule was expanded, leaky sac immediate imaging revealed a further walling of the mesh stent, contrast agent residue in the aneurysm, good walling of branching arteries, smooth remote blood flow. The patient was not affected as a result of the event. There was no surgical delay. There was no medical intervention. An additional stent was used for expansion within the stent. Additional information was received on 11/11/2024 as follows; the issue was noticed (B)(6) 2024 (during procedure). The procedure was completed successfully. The patient was not impacted as a result of the event. There was a surgical delay, one stent used which need more time, total procedure time 60 mins. The stent was used to improve the adhesion of subject flow diverter. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue of the stent failed/unable to open.

Event description:
It was reported during a clinical study that after implant of the flow diverter stent (subject device) the device did not fully open against the vessel walls. A stent was used to adhere the flow diverter to the vessel wall. There was a surgical delay of unknown time. The procedure was completed successfully with no clinical consequences to the patient.